Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, a21 alarm, self test, rewind and displacement test or verify battery out limit and rewind due to no button response. No button error alarm during testing. However, the motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump buttons were not working. Customer's blood glucose level was 150 mg/dl. Customer stated that insulin pump was not working. Customer changes the battery but insulin pump was always rewinding and not stop. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.